Event description:
A caller reported experiencing a cgm error 42, which indicated an issue with their continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.